Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm. Customer stated that they had tried all recommended troubleshooting for no delivery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.